Event description:
Per the audiologist, the pt had a persistent skin flap infection. Six months of treatment with antibiotics did not resolve the problem. The pt's device was explanted in 2008. Reimplantation is planned in approx three months, after skin flap recovery.

Manufacturer narrative:
This is a final report.